Event description:
It was reported that the flip-flop brake on the 9600 system is sticking and hard to rotate when first unlocking. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the brake assembly and cam. The system was tested and found to be working as intended and placed back into service.